Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2021. During the procedure, when peg tube was placed, the junction between the hard end and softer piece was broken. It was reported that no part of the device detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.